Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
During preparation for the procedure, when the laser fiber was removed from the sterile packaging, it was noted the fiber was kinked/ fractured. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
This complaint was originally reported as a fractured evlt laser fiber, which would meet the criteria of a reportable adverse event. However, additional information provided and the returned sample determined the complaint was incorrectly reported. The complaint was for a kinked tre-sheath. Therefore this event has been determined to no longer meet the criteria of a reportable event. This medwatch is being submitted in order to close the complaint file. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint # (B)(4).